Event description:
Reportedly, the tip separated from the wire body upon the first minutes of use. The wire was removed and discarded.

Manufacturer narrative:
Single reporter exemption (B)(4). The device was not available for manufacturer's investigation. During processing this complaint, attempts were made to obtain complete event. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other product experience report was received for this lot. With the obtained info it is presumed that the distal section of the guidewire might be trapped in the target lesion or in the vessel, where rotational and/or push-pull manipulation with force exceeding the product design limit might be applied, resulting the breakage of the guidewire.